Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently sat on pump cracking the touchscreen. Pump was not functional. Customer's blood glucose was 126 mg/dl. Customer reverted to using another pump for insulin therapy.